Event description:
Additional information was received indicating the lead was capped and replaced. During procedure, lead dislodgement was confirmed due to twiddler's syndrome.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and p-wave amplitude variation was observed on the right ventricular lead. Dislodgement of the lead was suspected but not confirmed. The device was reprogrammed to resolve the issue and the patient was in stable condition.